Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, customer reported that a c-ring fell off from the instrument during use and was likely from one of the two maryland instruments on arm 3 or the vessel sealer. When the instrument was removed, the c-ring was found attached to the sterile adapter side of the drape which had a small part, approximately 5mm in size. The customer is to send a photo to fe. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage was noted on the instrument housing as it was attached to the sterile adapter when the forceps were removed from the arm, so it seems to be damaged at the housing site. No material was detached from the instrument. No fragments fell inside the patient. Instrument is available for return to isi for analysis. Photo was uploaded to case. All three instruments will be returned.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.